Manufacturer narrative:
The pump had no blank display noted. The pump did alarmed failed battery test after battery insertion due to faulty battery tube. No damage noted on isolation tape on lcd board. The pump had a scratched display window, cracked case at display window corner (upper right corner), cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 136 mg/dl. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.